Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle comes loose from the holder. This occurred 5 times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information: b5. Describe event or problem: it was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle comes loose from the holder. This occurred 5 times. No adverse impact was reported regarding the patient or user. H11. Manufacturer narrative: d4. Medical device expiration date: not applicable. This material does not have an expiration date. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® brand pronto¿ quick release needle holder, the needle comes loose from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.